Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner did not fit with the shell of the same size. The next size liner fit the shell; however, this caused a two hour delay in surgery.